Event description:
Pt's blood glucose level started rising when she put a new cartridge in her pump filled with insulin from a new bottle. Insulin was coming through, and there were no pump alarms. She went to the hosp where she rec'd an IV insulin drip which reduced her blood glucose level. The pt feels the insulin was 'bad'. The dr suspects the pump.